Event description:
It was reported that the 6800 system had an error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted and the image processor board replaced during the service call. The system was tested and found to be working as intended, and put back into service.